Event description:
Customer states tubes are not filling properly to the designated line. They have noticed it is only from the lot they are seeing this problem. Requested additional information including contact address of the facility where the event took place and waiting on customer's response.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained. Also no information obtained yet for the facility address and not samples received. We forwarded the information to the supplier where we purchase the product from. Upon receipt of their investigation, a supplemental report will be filed.

Manufacturer narrative:
No samples were received for evaluation. No pictures were provided. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. No further information or clarification was provided. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a check of the production documentation did not reveal any deviations which could be associated with the complained error. Therefore, the cause of the event cannot be determined.